Event description:
Defibrillator did not work; this st. Jude defibrillator was put in (B)(6) in 2018 after a heart attack. She went through 6 months of horrible pain after it was put in her body. She got on home hospice care a year after the defibrillator because of the dementia she started suffering. Her son, my husband, me and (B)(6) all agreed on a dnr for hospice. If she were to have a heart attack being stuck at home in the beginning stages of dementia, the defibrillator would zap her heart possibly keeping her from coding, and saving her life. So, for a dnr, we would call the hospice if a heart attack were to occur and she get zapped, then medical attention would be given through her heart doctor being that the defibrillator could possible save her, so she would still be alive, but not by a machine, and she would be made comfortable until the dementia or anything else take her life. Her son and I are both disabled and cannot afford an attorney and the autopsy, along with a specialist to check the defibrillator when it is taken out of her body before she gets cremated. We don't know what to do. She is getting cremated tomorrow. Please help us. FDA safety report ID# (B)(4).